Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties, tissue damage and epicardial bleed occurred. The patient underwent an inappropriate sinus tachycardia modification procedure. The physician expanded the intellamap orion¿ mapping catheter in the epicardial space. Procedure was ¿fine¿ until the physician collapsed the basket and attempted remove the catheter and it was caught. The physician deployed it and tried to advance then retract the splines, but it was still caught. The basket was able to be retracted into the sheath, and the device was able to be pulled free. Upon removal tissue was visibly stuck between the splines. The procedure was terminated. The patient experienced a bleed in the epicardial space; 200 ccs of blood were removed from the epicardial space, and the patient stopped bleeding. The patient was then transferred to the intensive care unit. No additional patient complications were reported and the patient status is fine.